Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited noise resulting in inappropriate mode switches and noise reversions. No other electrical anomalies were noted. The noise could be reproduced with isometrics and pocket manipulation. No patient symptoms were reported. No intervention was performed; the patient would be monitored with routine follow-up.